Event description:
It was reported that (6) tr45b and (6) tsb45 were used a during a lung resection procedure. It was reported by the affiliate that the device did not staple correctly. Opened another device to complete the case. There was no consequence to pt.